Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead had become dislodged and was erroneously sensing the ventricular signal. An x-ray confirmed the ra lead had dislodged into the right ventricle (rv). The implantable pulse generator (ipg) was programmed to vvi and the following day the lead was replaced. No patient complications have been reported as a result of this event.